Manufacturer narrative:
(B)(4). Device manufacture date: nov 2012. The device was returned and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue of other alarm. However, it did note multiple system error 2044. This was the only alarm recorded in the log and it occurred multiple times during the same cycle on the same date. There were no other alarms. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration and simulated therapy found no issues related to the reported problem (other alarm) but confirmed the system error 2044 issue. There was no failure detected related to the reported problem of other alarm. The membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error alarm occurred on the homechoice device during the fill of the self-test. The system error was detected after several cassette reloads and restart of the device. It is unknown if there was patient involvement. No additional information is available.